Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation. The device was received in fair condition with a cracked reservoir tank cover at the bottom right. The investigator filled the reservoir and installed disposable l-70. The device was then powered on for a visual indication. The device operated as intended with no alarms going off. The investigator noted there was a leak at the bottom of the reservoir tank. This was due to the age and condition of the device. The investigator determined that the device was beyond economical repair and was therefore scrapped.

Event description:
It was reported that the level 1 hotline low flow system failed to give the "no water alarm." There was no patient involvement.